Event description:
Additional information received from a manufacturing representative reported the cause of the high impedance on the lead and pocket adaptor was unknown. No troubleshooting was done prior the pocket adaptor being replaced. Replacing the lead resolved the high impedances. Impedances were measured to be normal after the replacement. The patient was going to be reprogrammed at a future date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that their therapy stopped working two months ago. The patient was suddenly falling and losing their balance after their therapy stopped working in (B)(6) 2015. The patient's health care provider (hcp) found the left wire was broken in their brain and they were going to have it fixed on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v009321, implanted: (B)(6) 2006, product type lead; product ID 64001, serial # unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type adapter; product ID 37752, serial # (B)(4), product type recharger; product ID 3387s-40, lot # v014033, implanted: (B)(6) 2006, product type lead; product ID 37612, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-05, lot # n072462, implanted: (B)(6) 2006, product type accessory; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 64001, serial # (B)(4), product type adapter; product ID 64001, serial # unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type adapter; product ID 37612, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 64001, serial # unknown. Product type adapter. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had a loss of efficacy due to high impedances on the left and right systems. The patient¿s indication for use is dystonia and movement disorders. High impedances were measured by a nurse during an outpatient visit. Impedances were measure to be high between 4,000 and 6,000 ohms on all contacts on the left side. C-0 was measured to be 5,971 ohms and c-1 was measured to be 3,136 ohms on the right side. A revision was done. Initially the left pocket adaptor was explanted and replaced, but the impedances remained unchanged. The hcp then disconnected the lead from the extension and tested the impedances of the lead. Impedances of bipolar combinations were measured to be 6,799, 4,781, and 4,285 ohms. The hcp determined the lead was damaged and would be replaced in the near future. The lead remained disconnected from the extension and a boot was placed on the extension for protection. The right adaptor was then explanted and replaced. After the adaptor was replaced, c-0 was measured to be 4,281 ohms and c-1 had improved to 1,108 ohms. The right ins was programmed to c+, 1- and 2- so therapeutic settings were able to be used without high impedances. The issue with the right side had resolved, but the issue was not resolved with the left side at the time of this report. Refer to manufacturer report #3004209178-2015-17544.